Event description:
It was reported that high impedances, over 40,000 ohms, were produced pre-operatively when pressure was placed on the skin over the pocket adaptor. The high impedances occurred on combinations that contained electrode 6 or 7. The impedances were within normal range after a new pocket adaptor was placed; seen both intra-operatively and two hours post-operatively. The measurements all occurred on (B)(6) 2014. The patient outcome was not reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, serial# unknown, product type: adapter. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v162388, implanted: (B)(6) 2008, product type: lead. (B)(4). Analysis of the unknown adaptor, product #64002, found the #3, 6, and 7 conductors broken within 10 cm of the connector area. There were open circuits on all three broken electrodes.